Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called in to report a hospitalization due to high blood glucose levels. The caller stated that the insulin pump alarmed no delivery several times. It was reported that the customer was a brittle diabetic. The customer's blood glucose level was 697 mg/dl at the time of incident, but was 95 mg/dl at the time of call. The customer's symptoms included nausea and vomiting. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with fluids and an insulin drip. The customer declined to troubleshoot for most things, but found the time and date were correct, found a no delivery alarm, a low reservoir alert, a low battery alert, and the self-test passed. Nothing was replaced or returned.